Manufacturer narrative:
As reported, patient experienced pain post usage of capsure fixation devices (fasteners). Based on the information available, no conclusions can be made as to what if any extent the capsure device caused or contributed to the patients post operative course. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 08-apr-2024 based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
As reported, during a laparoscopic sacral colpopexy procedure, patient was implanted with mesh by gynecologist for vaginal prolapse in which capsure fixation device used to fixate the mesh to the anterior sacrum. It was reported that post-op patient experienced pain and requested for removal of the mesh and fixation devices (fasteners).